Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted. These instruments feature a removeable handle which must be properly reassembled. Removal of the handle is not required for cleaning and should only be performed by qualified technicians. Incorrect assembly of the handle results in failure to function and unexpected disassembly when the retaining tab is not correctly seated. Proper assembly can be easily confirmed by looking at the handle/tab and slot interface. The device has been validated for sterilization without disassembly. If the sample is received it can be reassembled and return to the customer. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the angled cup biter was being used by the doctor to obtain a lymph node biopsy. Handle of biter came apart while in use. The instrument was immediately removed from the field. X-ray was obtained prior to surgical incision closure. Absence of retained object was verified by the doctor and radiologist.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the angled cup biter was being used by the doctor to obtain a lymph node biopsy. Handle of biter came apart while in use. The instrument was immediately removed from the field. X-ray was obtained prior to surgical incision closure. Absence of retained object was verified by the doctor and radiologist.